Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a connecting screw broke during insertion resulting in a two (2) hour surgical delay because there was no replacement device readily available. The patient was being treated for multiple trauma of the tibia and femur and nails were placed in both bones. When the surgeon was placing the unreamed femoral nail (ufn) and connecting screw, the connecting screw broke. Since no replacement was readily available, and the femoral nail was only half-way in, the patient had to be intubated because the block anesthetic had worn off. After the surgery, the surgeon could not feel a pulse in the patient¿s treated leg. The doppler (ultrasound that displays to body's pulse rate), which has been requested by the doctor, turned out abnormal based on the report. A fasciotomy (procedure to reduce the accumulated pressure, where the entire leg is opened so the muscle relaxes and bleeds and to be able to save the foot) was then performed. It was further reported that the patient was still hospitalized as of (B)(6) 2015 and that a [wound] ¿wash was performed due to contamination.¿ this report is for one unknown unreamed femoral nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown unreamed femoral intramedullary nail. Part and lot numbers were not provided by reporter. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.